Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis a labeled winding former with a needle/suture piece of product code sxpp1a300. During the visual inspection of the sample, marks at the needle that appears to be by the use of a surgical instruments could be observed. The suture present body fluids, the end cut and the fixation tab is broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition, the assignable cause of fixation feature breakage intra-op suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on an unknown date and barbed suture was used. The fixation tab of the device was broken during use. There were no adverse patient consequences reported.